Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that neuromodulator for bladder/pelvic area pain. Unfortunately the pain has flared up again following an infection and patient has not been able to get it to settle. Patient has not made any device changes and the device was still working as normal. Patient wanted to check for advice before they touch anything. Patient is based in ireland and their last clinic was around this time last year to address a much worse flare up and we made some device changes then.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.